Event description:
As reported, during use in patient with this volumeview, the thermistor manifold was broken. The issue was solved replacing the device. There was no allegation of patient injury. The device was received for evaluation.

Manufacturer narrative:
One volumeview sensor was received at our product evaluation laboratory for a full examination. The report of manifold broken was confirmed. The male luer of the t-connector (with swabbable luer sites) of volumeview manifold and one of the swababble luer sites had been completely broken off. Cross surfaces of broken luer were rough and uneven. Broken swabbable luer site was not returned. No other visible damage was observed from returned kit. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.